Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with black foreign matter.

Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 1806256 was received for evaluation by our quality engineer. A device history record review did not reveal any detected quality issues during the production of lot number 1806256 that could have contributed to the reported incident. Investigation conclusion: visual inspection of the sample revealed black and brown spots on the syringe plunger rod. The spots were identified as degraded polypropylene particles that derived from the molding process after a long stop of the injection machine. Before the injection machine is restarted, it should be purged until the material is acceptable, rejecting the first pieces. Root cause description: it has been determined that this defect was a result of human error, as the first defective pieces were not rejected after a restart of the injection machine occurred. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with black foreign matter.